Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump has cracked case at display window corner; battery tube threads, belt clip slot and minor scratched display window.

Event description:
It was reported via a phone call that the customer was receiving an alarm and when they press the button the alarm did not clear. Customer stated that they did a self test, however they know that sometimes pressing the buttons does not give a response. Customer stated that the keypad was unresponsive at times. Customer was advised that the device will be replaced and the customer agreed to return the product for analysis.